Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. It was noted this patient has a non boston scientific device. Technical services (ts) discussed troubleshooting options with the non boston scientific field representative who relayed this information to the physician. This rv lead remains in service. No adverse patient effects were reported.